Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth - patient was born in 1953. Weight - requested, not provided. Ethnicity - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the percutaneous coronary intervention (pci) surgery with a 7fr artery sheath, they planned to conduct artery closure with 8fr angio-seal device. Before the closure, the angiography confirmed the indications for artery closure. After the whole procedure of closure, the puncture site was found bleeding severely. Conducted manual hemostasis for a long time. No other obvious harm was found on the patient. The patient was in stable condition. The blood loss was less than 250cc's. The bleeding occurred in the procedure room. The event was a right femoral artery puncture. There was no patient injury, medical/surgical intervention required. Additional information was received on 02july2020: a redeployment angiogram was performed.